Event description:
It was reported that the patient experienced hypoglycemia after a double meal announcement for a larger lunch, with glucose rising to 169 mg/dl and then declining to a documented low of 46 mg/dl; the caregiver indicated frequent manual carbohydrate interventions for lows because the pump was perceived as not adapting, and the patient was treated with oral fast-acting carbohydrates, though popcorn was used initially due to lack of fast-acting carbs. Symptoms included hypoglycemia and fatigue. Outcomes included a minor illness/impairment. Investigation included interviews and analysis of information provided by the caregiver. Investigation of this case revealed no specific findings, with insufficient information available regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.